Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 32 mmol/l, associated with an alleged no power issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump had no power and the yellow o-ring was visible on the battery cap. The patient continued to use the pump for three months after the alleged blood glucose excursion. Since then, the pump has been losing power about once a week, and there is a visible battery compartment crack. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-jan-2019 with the following findings: a review of the black box and pump history indicated the date of the last recorded delivery was on (B)(6)-2013. The pump was returned with a cracked battery compartment. The battery cap was able to secure with no rebooting or power losses duplicated. The alleged power issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.